Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, noise was observed on the ventricular channel. The noise was reproduced with pocket manipulation. During revision, a connector anomaly was observed. The lead was reconnected into the device to resolve the issue. The patient condition was good following the event.